Manufacturer narrative:
H10: per the customer¿s response, there was no deviation from IFU (instructions for use) in reprocessing steps for the area where foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material at the lg-lens could not be identified. However, it¿s likely the cause is related to improper reprocessing due to a cracked lg-lens. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: -IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. -IFU states the preventative measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that suction cylinder had no color; grip was shaved; switch box had a scratch; scope connector cover had corrosion due to water leakage; the play of upward/downward angulation control knob was out of the standard value due to wear of angle wire; light guide lens had a crack; bending tube was deformed; connecting tube coating was peeled; illumination was uneven due to dirt on light guide lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the image of the colonovideoscope had black shadowing. The issue was found during a diagnostic colonoscopy procedure and the procedure was completed. Reprocessing was done per manual before sending in for repair. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, foreign material was found on top of light guide lens. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.